Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was verified and attributed to the excessive silicone on the button board. The silicone on the button board was reworked to remedy the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.